Manufacturer narrative:
Concomitant product: product ID 8709, lot # j0058117r, implanted: (B)(6) 2001, product type catheter. (B)(4).

Event description:
It was reported that the patient had surgery a couple of days prior to (B)(6) 2014 which was the day the patient was supposed to have the pump filled. The surgery was not related to the pump therapy. The pump was currently empty. The reporter contacted the healthcare provider and they told them the patient could come and have the pump filled when the patient got out of the hospital. The reporter was worried that the pump would be damaged if empty too long. The patient had his prior pump replaced on (B)(6) due to normal battery depletion. The pump was used to deliver dilaudid (concentration and dose unknown by the reporter). No intervention, symptoms or patient outcome reported. Further follow-up was being conducted to obtain the information.